Event description:
The user received questionable results for intact human chorionic gonadotropin + the ss-subunit (hcg+ss) on the additional e module for one patient sample. No unit of measure was provided for hcg+ss results. The original result run from an aliquot of the original sample tube was 10.47. This result was reported outside the laboratory. The doctor called questioning the result. The same aliquot was repeated which yielded a result of 20.47. The user repeated the original sample tube two additional times, first on the original e module and then on the other e module, serial number (B)(4); both resulted < 1. The hcg+ss results of <1 are believed to be the correct results. No adverse event has been alleged regarding this event. The reagent lot number for hcg+ss was 15739702. The field service representative determined the cause was blank cell needed adjustment. Performance tests were run which were acceptable.